Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 498 mg/dl and treated with bolus. Customer was also reported that insulin pump had insulin flow block alarm and customer was performing self test and received hardware low level failure alarm twice. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege insulin pump was under delivering. Customer was not using auto mode during high blood glucose. The insulin pump will be returned for analysis.